Manufacturer narrative:
Two used units were received for evaluation. No visual anomalies were observed on sample one. Sample two showed breakage of the pressure tubing, and a black part was formed on the tubing. The investigation noted this occurs when a hot surface comes in contact with the tubing. It is unknown how and when the tubing was broken. No leaks were observed on sample one. Sample two was not able to be tested due to the identified breakage. The device history record of reported lot 6058622 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. A manufacturing process review was performed, and it was found that the black portion which appears consistent with contact from a hot surface, may not be attributable to the mx9505t manufacturing process, as heat/temperature is used only during the pouch-sealing process. A trial was conducted to replicate the failure mode¿broken or burned tubing¿by inserting the tube into the sealing equipment. The tube showed slight deformation, but it did not burn or break. Therefore, the product issue was unable to be replicated during the manufacturing process.

Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon opening the package, a black impurity was found and there was leakage.